Event description:
The pt was presented with a basilar artery stenosis that measured 0.5mm in diameter and =/< 2.0mm in length. The lesion was just proximal to a lesion that was treated approx 5 yrs ago with a coronary stent. The pt was symptomtic despite med therapy. The pt was admitted for an intracranial angioplasty and stenting procedure with the wingspan stent system. The subject device was advanced to the area of treatment and was inflated slowly to nominal (6 atm). The balloon was deflated and removed. A small dissection flap was noted.